Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324-02. Lot number - the correct lot number is 00817163. Expiration date - the correct expiration date is 12/31/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from (B)(6) 2017 to (B)(6) 2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Visual analysis was not performed since the complaint product is not available for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Concomitant product evaluation could not be performed. The unit serial number and subsequent bi result are not available. The customer was unresponsive to multiple attempts of obtaining additional information. There is insufficient information for investigation. The customer was unresponsive to multiple attempts to obtain additional information and the suspect bi was not returned for analysis and could not be evaluated. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis result for suspect positive bi was not exceeded. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.